Event description:
A cobe cardiovascular perfusion pack was in use during open heart surgery. About 2 minutes after going on bypass, the centriflow pumphead stopped running. The clinicians attempted to hand crank the pumphead but the disposable pumphead would not function. The centriflow pumphead was changed out and bypass was restarted after a 7.5 minute interruption. No pt injury resulted.